Manufacturer narrative:
The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) provided in good faith effort (gfe) response that the customer had left the device in long-term storage and found its inability to charge. The customer repaired the device on their own. No further troubleshooting or replacement part information was provided by the rse. The customer resolved the issue without a philips rse or field service engineer (fse). No further information on the resolution was provided if additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
It was reported by philips international team, while not in therapeutic use the v60 had an alarm indicating unit was unable to charge. No reports of harm or injury.